Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed no relevant alarms to confirm any anomalies. Unit passed the sleep current measurement test, active current measurement test, and displacement test. No alarm anomalies or unexpected restart noted during testing. Battery was removed from pump and monitored for 10 minutes. Unit powered up properly after inserting the battery and no pump error 23 alarms were noted. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 12.0 received the low battery alert (104) on (B)(6) 2025 01:03:00 after more than 7 days at 14.1 days. Battery cycle 11.0 received the low battery alert (104) on (B)(6) 2025 22:32:00 after more than 7 days at 12.5 days. Battery cycle 10.0 received the low battery alert (104) on (B)(6) 2025 10:21:00 after more than 7 days at 8.6 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage on the electronic assembly was noted during visual inspection. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Unit functioning properly. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of pump error 23 and alarm anomaly were not confirmed when no pump error alarm 23 was noted during testing, and no alarm anomalies were noted. Additionally, customer's allegations of battery power loss were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a power loss alarm, pump error 23(post-reset ram crc alarm), and audio anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the power loss alarm, and the customer was able to clear the alarm and able to rewind the pump. Troubleshooting was performed for audio anomaly, and the customer reported that the pump was beeping. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and did not receive the request to rewind the pump. The customer also reported that the issue was resolved after replacing the battery. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer responded that the device would be returned.